Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of angina and restenosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for coronary stenting postoperatively review. Coronary angiography showed double vessel disease. A 4.0x33mm xience xpedition stent was deployed in the proximal and middle of left anterior descending artery (lad) with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6)2017, the patient was re-hospitalized for chest tightness which was diagnosed as coronary heart disease. Coronary angiography showed 90% stenosis in the proximal of lad and 80% restenosis in the middle of the stent. Balloon angioplasty was performed. The patient was discharged on (B)(6) 2017. The patient is in good condition. No additional information was provided.